Event description:
It was reported that during an infusion of maintenance fluids, a spectrum pump had an unknown alarm which caused an interruption in therapy which was "probably greater than 1 minute." It was reported that the alarm was related to the sensors which detect the loaded IV tubing. The pump was swapped out for a new pump in order to continue therapy. The customer was unable to identify the device which was involved with this incident. He was not aware of any change in this patient's medical condition as a result of this delay.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.